Event description:
During preventative maintenance performed at zoll on (B)(6) 2025, the autopulse platform (sn (B)(6)) failed the load cell characterization test. No patient involvement.

Manufacturer narrative:
During preventative maintenance, the autopulse platform (sn (B)(6)) failed the load cell characterization test. The root cause of the noted failure was the malfunctioning load cell module 2, likely attributed to a failed component as the load cell module was replaced in (B)(6) 2022. The autopulse platform passed the functional testing without error or fault. The load cell characterization check revealed that load cell module 2 exceeded normal parameters and was replaced. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).